Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 1) occurred with multiple new cartridges. Blood glucose level ranged between 200-492 mg/dl. Due to the cartridge alarms, the customer was admitted to the emergency room (ER) with a bg level of 492 mg/dl and large ketones. While in the ER, the customer received treatment in the form of intravenously delivered fluids and an insulin drip. Customer's bg level was 200 mg/dl after treatment. Reportedly, the customer reverted to manual injections for insulin therapy.